Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to messages not crossing. A technical support specialist made the required configurational changes to resolve the issue in original case. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system multiple new patients were not appearing on one station. The customer encountered an error message stating 'patient information delay' on the display. Despite attempts to reboot the station, the issue persisted. As a result, users were unable to dispense medication, leading to delays in patient access to their prescribed treatments. There were no adverse events or injuries reported based on this incident.